Event description:
It was reported that the external pulse generator turned off when the battery drawer was opened to replace the battery. It was further reported that the biomedical engineer at the facility believed that the battery had been allowed to run down past its recommended replacement voltage. The generator is to remain in service. No patient complications have been reported as a result of this event.